Event description:
A distributor in (B)(6) reported that three rt200 adult dual-heated breathing circuits each had a bent heater wire pin. This was noticed when the breathing circuits were first taken out of the bag.

Event description:
A distributor in (B)(6) reported that three rt200 adult dual-heated breathing circuits each had a bent heater wire pin. This was noticed when the breathing circuits were first taken out of the package.

Manufacturer narrative:
(B)(4).lot number manufacturing date quantity affected110310 03/10/2011 1110816 08/16/2011 1111219 12/19/2011 1the complaint rt200 adult dual-heated breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Lot number: 110310, 110816, 111219, manufacturing date: 03/10/2011, 08/16/2011, 12/19/2011, quantity affected: (B)(4). The rt200 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 adult breathing circuits were returned to fisher & paykel healthcare in (B)(4) for inspection. A bent pin test was performed on the returned breathing circuits to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not fully connected to the heater wire sockets of the returned breathing circuits. Further inspections revealed that the breathing circuits with lot numbers 110310 and 110816 had bent inspiratory heater wire pins. The expiratory heater wire pins of the breathing circuit with lot number 111219 were also found bent. Lot checks revealed no other complaints of this nature for the above lot numbers. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).